Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2018, it was reported to mentor that the date of the problem observed was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/17/18, it was reported to mentor that the device history record (DHR) for the lot number 6855576 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/01/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Brown and white material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed creases on both views. A rent measuring approximately 0.2 cm was discovered within the crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) for the lot number 6855576 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: saline mentor smooth round high profile 560cc breast implant, catalog number 3503560, serial number (B)(4), lot number 6855576. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round high profile 560cc breast implants and experienced deflation on the left breast implant. The deflation was confirmed by the healthcare professional. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 800cc on (B)(6) 2018.